Event description:
It was reported that, during a robotic laparoscopic bilateral salpingectomy, the bipolar maryland forceps only delivered energy to the joint of the instrument, but not the blades. There was a visible energy arch to the joint, sparks, and smoking of the instrument when activated. It was replaced to resolve the issue. There was no patient injury.

Manufacturer narrative:
H2) correction: d1, d10; additional information: d9, h6 (annex a code) h3) device evaluation: medtronic led an evaluation of the reported bipolar maryland forceps, the associated device logs and a provided video. One seven second video was received for evaluation. The video initially showed sparking and smoke coming from the pulley between the jaws of a bipolar maryland forceps. Then the smoking stopped. Evaluation of the logs indicated that the bipolar maryland forceps was connected to arm cart assembly 1. The use time was two hundred and seventy-four minutes with a use count of six. There were no errors observed in the logs. Visual inspection of the returned bipolar maryland forceps noted no corrosion on the electrical contacts. There was no damage noted to the jaws or of the drive cables. Part of the white plastic pulley was burnt and melted. Loss of material is was visible on the upper corner of the pulley. The epoxy joint between the two halves of the pulley is was broken and the two halves were slightly separated. Functionally, the jaws were manipulated into multiple positions in order to inspect the cables. The jaws were able to achieve each position fully with no difficulty. Electrical testing was performed and the bipolar maryland forceps was read with no observed failures. Evaluation of the bipolar maryland forceps confirmed the reported condition. The most likely root cause for the reported plastic fracture condition may be attributed to the current jaw subassembly design. The pulley fractures are caused by high cyclic forces from the instrument drive unit (idu) motors combined with a thin plastic wall condition in the pulley. Improvements have been initiated to mitigate this condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic bilateral salpingectomy, the bipolar maryland forceps only delivered energy to the joint of the instrument, but not the blades. There was a visible energy arch to the joint, sparks, and smoking of the instrument when activated. It was replaced to resolve the issue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.